Event description:
In 2001 at 0530 blood noted on bed and pouring out of the broken tubing from tesio cath. Hemostat applied. At 0730 pt found with tesio severed, large amount of blood in bed. Hemostat applied. At 0900 tesio sutured with remaining lumen. 5 days later at 1540 remaining lumen of tesio cath broken when nurse picked up tubing with IV attached. Tesio cath broken at skin site, moderate amount of blood lost. Hemostat applied. At 1620 tesio cath removed.